Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber; the fiber forward fired at 12,382 joules. Also, it was reported that the fiber tip was retrieved and that the fiber tip was cleaned during the procedure. No pt injury was reported. The device was not returned for eval.